Event description:
On (B)(6) 2025, a customer contacted technical service to report that advanta frame (product code p1600a000305-1, serial number (B)(6), had the foot end casters will not hold in brake. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Per the baxter service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account two additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required